Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac tran splantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for suspicion of a ventricular assist device (vad) thrombus as the vad had exhibited high power and low flow alarms. The patient's international normalized ratio (inr) was determined to be within the goal range, but the patient was reported to have had an inr of 1.9 several weeks prior to the event. The patient was reported to have had mitral thrombi and had received cardioversion on an unknown date. The patient was started on heparin and the vad power consumption successfully decreased. It was determined that the patient was a clopidogrel non-responder. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power and low flow events were confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2020 leading to parameters above the normal operating range. Three (3) low flow alarms were recorded on (B)(6) 2020. Information received from the site revealed that the patient was admitted for suspicion of a vad thrombus. The patient was reported to have had mitral thrombi and had received cardioversion on an unknown date and the patient was started on heparin. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the vad instructions for use, pump thrombus is a known potential complication associated with the implantation of an vad pump. Based on review of past adverse events for this patient, it was n oted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.